Manufacturer narrative:
The physician reported that intervention with oral antihistamines was prescribed on 4/30/1998. The symptoms resolved in approx 1/1998.

Event description:
A patient was double skin tested and received her second treatment in the vertical lip lines above and below the lips. Patient developed intermittent urticaria and erythema at the treatment sites. The second skin test site is also displaying these symptoms of erythema and urticaria. Physician prescribed intralesional steroids. Physician was unable to review the patient's record for specifics.